Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 160mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number scrolling anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, cracked reservoir tube lip, and a cracked belt clip slot. No moisture damage was noted on the motor or electronic assemblies during the visual inspection.